Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference or user had a poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 150 to 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer also received an e-5 error message; test strip error. On (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 86 mg/dl and 150 mg/dl. The product is stored according to specification. The customer has no more test strips left in vial. The test strip lot manufacturer's expiration date is 07/23/2018 and open vial date is (B)(6) 2015. The review of meter memory review was requested but not provided. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 150 to 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer also received an e-5 error message; test strip error. On (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 86 mg/dl and 150 mg/dl. The product is stored according to specification. The customer has no more test strips left in vial. The test strip lot manufacturer's expiration date is 07/23/2018 and open vial date is (B)(6) 2015. The review of meter memory review was requested but not provided. Adverse event not reported.